Event description:
Date of original surgery 2006. Patient complained of excessive pain and dr decided to remove the implant. Removal surgery date was five months later.

Manufacturer narrative:
Evaluation not yet completed. No conclusion can be drawn a this stage.